Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cart was running loudly. The vacuum pump was replaced and resolved the reported issue. Due to a range of external (non-design / non-manufacturing related) variables potentially impacting the component, identifying definitive causes for each vacuum pump failure is generally not possible.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the vacuum pump was replaced due to noise complaints. The receiver would not connect to any evac stations, and the power inlet wire harness was found showing signs of wear and heat damage. No adverse events were reported as a result of this malfunction.